Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A trial patient reported they had good stimulation on (B)(6) 2016 for the start of the trial, but when they went home they began to have intermittent stimulation when moving their head. The rep. Met with the consumer on (B)(6) 2016 for reprogramming and noted the leads were placed in the cervical region with the insertion point around t1/t2. The external neurostimulator (ens) batteries were charged out and the dressing was undone to access the multi-lead trialing cable (mltc). The mltc was wiped and the leads were reinserted into it, but the consumer continued to get intermittent stimulation. The rep. Reprogrammed the top of the leads which resulted in the consumer getting stimulation in just the hand and part of the arm, but if they programmed the bottom part of the lead they were getting stimulation higher up in the arm. It was noted the current coverage was in both hands and arms from the elbow down, with more stimulation on the right side even though the leads were placed midline and left of midline. An impedance check was performed with all results normal in "std head position," but the rep. Hadn't considered taking impedances in various range of motion positions. Further impedance checks were performed when the consumer was and wasn't feeling stimulation with all results being fine. According to the rep. Since this wasn't a buried lead trial there wasn't scar tissue to help hold the leads in place. Additional information was received from the manufacturer representative reporting that the patient's trial was successful at first but when they went home stimulation was going on and off. It was reported that they thought maybe the leads had moved but the health care professional (hcp) had not had enough time to check it out. Therefore, the leads were removed and the patient wanted to do another trial. Nothing had been set up at the time of the report.